Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted. The cause of the event was unknown. A revision was done and the ins was explanted and replaced to resolve the issue. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the patient did not experience any symptoms. The implantable neurostimulator (ins) was programmed to c+, 2- at 3.8v, 60 usec and 190 hz on the left side and c+, 6- at 3.2v, 60 usec, and 190 hz on the right side. It was unknown if impedances were checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.